Manufacturer narrative:
The pipeline braid was implanted in the patient; the remainder of the device has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline pushwire separation during a procedure. It was reported that mid-deployment, the pipeline capture coil and lead wire detached as a unit. The physician attempted to remove the device, but the braid deployed in the process. A gooseneck snare was used to remove the detached segment from the patient. The patient is reportedly fine.